Event description:
It was reported that the asymptomatic patient presented in clinic for a check. Upon interrogation, the right ventricular lead exhibited high impedance. During the implantable cardiac defibrillator change, the lead was capped and replaced on (B)(6) 2017. The patient was in stable condition post procedure.